Event description:
It was reported that the pulse generator could not be interrogated.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. According to the surgeon, the patient had a history of diabetes without retinopathy and glaucoma (pre-existing). The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is thirty seven of thirty nine.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
No information came with the pulse generator regarding the explanting procedure. Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was at end-of-life (eol). After replacing the battery and down- loading the product code, normal function ensued.